Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula did not find it damaged. Data obtained from the device generated and 0x1c alarm indicating the pod reached the 80-hour limit of operation. The investigation found no evidence or irregularities that would indicate a damaged cannula.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found sealed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was damaged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.